Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
During the final qc after the repair the electrical safety test was detected. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: the distal body assy has been replaced. Correction information: g6: follow up #1 h6: coding changed based on the investigation result. Additional information: h4: device manufacture date.